Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6011809, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011809 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 14 on 01-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5b05758 was manufactured according to the wi version 67 and manufactured in the machine 05-06, on 28-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5b05655 was manufactured according to the wi version 67 and manufactured in the machine 08, on 27-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5b05770 was manufactured according to the wi version 67 and manufactured in the machine 05-06, on 28-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformances (nc) 2170006 was raised during the sterilization process. This non-conformances (nc) is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.